Manufacturer narrative:
The account found the bed exit sensors were staying closed. The account replaced the bed exit switches to resolve the issue.

Event description:
The account alleged the bed exit was armed and a patient was able to get out of bed and the bed exit did not alarm. The nurse call does work. No injuries.